Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2025-10514. It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the quadripolar left ventricular (lv) lead exhibited high capture threshold for all vectors. The lv lead was then replaced with a bipolar lv lead. Additionally, the bipolar lv lead was found to be dislodged during catheter removal. Both the quadripolar and bipolar lv leads were not used and replaced on (B)(6) 2024. The patient was in stable condition.